Event description:
Information received by medtronic indicated that insulin pump had crack on back of pump along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on 03-oct-2021. Pump received with missing retainer ring and failed battery alarm. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Electronic assemblies were inspected and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: serial number label missing, cracked reservoir tube lip, missing reservoir tube o-ring, detached end cap, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. Failed battery test confirmed due to moisture damage on pcba 1 and pcba 2. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.